Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy following recent falls. X-ray imaging revealed migration of the left lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: b5 - it is unknown which lead migrated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000067674. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It is unknown which lead migrated.